Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-01346. Related manufacturer reference number: 1627487-2021-01465. It was reported during lead revision surgery on (B)(6) 2020 (related manufacturer reference number :1627487-2020-48595), the lead at t2 was accidently removed by the physician. A new lead was attempted to implant but could not be implanted due to patient¿s anatomical restrictions. It is unknown which lead (sn# (B)(4) or sn# (B)(4)) was attempted to implant at t2, therefore both leads are being reported. Both new leads were then implanted at t1 and t3 during the procedure.